Manufacturer narrative:
Correction: based on new information provided, the file is now deemed as not reportable. Cancel MDR. H3 other text: device is no longer reportable.

Event description:
It was reported that (20) lvp modules experienced keypad separation. The customer confirmed that there was no report of patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (20) lvp modules experienced membrane frame separation. The customer confirmed that there was no report of patient involvement.